Manufacturer narrative:
Product analysis: connector assembly was confirmed to be broken. The main printed circuit board (pcb) was found to have a damaged capacitor. Display exhibited liquid crystal display (lcd) bleed. The case was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) has a broken connection in a connector. The epg was returned for service. There was no patient involvement.